Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-may-2023. [Additional information]: on 12-may-2023, additional information was received. The information indicated that the aneurysm was a small ruptured saccular aneurysm. There was no evidence of obstructed blood flow due to the reported event. The microcatheter used was a cerenovus microcatheter, catalog and lot number is not known. An adequate continuous flush was maintained through the microcatheter. The stent was still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device of the same catalog number (enc452200). There was no allegation of any patient injury due to the alleged product issue. The physician did not consider the 20-minute delay in the procedure to be clinically significant. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient was suffering from an m1 segment aneurysm on the middle cerebral artery (mca) underwent a stent-assisted endovascular embolization procedure. After the stent, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7000285) was delivered to the microcatheter and placed in the target position, the physician started to release the stent. It was found that the stent was partially deployed but could not be released. The stent was retracted and the stent body was found to be kinked / bent. A new stent was used to complete the procedure. The microcatheter was not replaced. The procedure was prolonged by approximately 20 minutes. There was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section e.1: the initial reporter facility name: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7000285. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.